Manufacturer narrative:
The urea/bun reagent lot number is 823651 and the expiration date is 31-may-2025. A field service engineer (fse) replaced the gear pump head and adjusted the setting, checked all probe alignments and made adjustments, checked cell wash levels, and flushed and drained the vacuum system. The fse completed a photo check, which was good, and handed the instrument back to the customer for calibration and qc checks. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable urea/bun result from the cobas 8000 c702 module. The initial result was > 40 mmol/l with an auto-dilution run result of 17 mmol/l. The repeat result was > 40 mmol/l with an auto-dilution run result of 38 mmol/l. The result of 17 mmol/l was not released to the clinician and was repeated because it was low. The repeat result was performed on another c 702 module.